Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Additional information received from the patient reported that the charging unit was very sensitive to placement over the battery and the controller display went blank. It was reported that the charging unit was replaced on april 12 and the battery in the controller was removed and replaced.

Manufacturer narrative:
Other applicable components are: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain. It was reported that the controller stopped working and the screen was blank. The consumer reported that the plugged the controller in the charger and the green light is on for the charger, but the screen is blank. The consumer reported that prior to the report, they pushed the up down arrows, tried the button on the top and unplugged and re-plugged in the cord. It was reported that the battery pack was removed and re-installed and the blank screen issue was resolved. The patient reported that they were having difficulty recharging. It was reported that the charging ring was right over the ins and it should be saying excellent but showed low. The patient reported that screen changed to reposition the recharger over the implant. It was reported that the screen reads from good to excellent to looking for device and showing 30%. No patient complications have been reported because of this event.

Manufacturer narrative:
Other applicable components are: product ID 97755 lot# serial# (B)(4) product type recharger device evaluated by MFR: analysis of the recharger (product ID 97755 lot# serial# (B)(4)) found that there no anomaly and the recharger works fine. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.